Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd hypodermic needle precisionglide¿ nonsafety the needle fell out of the hub. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the needle fell out of the hub and needle would not puncture through rubber stopper. Date of event: (B)(6) 2022.

Event description:
It was reported while using bd hypodermic needle precisionglide¿ nonsafety the needle fell out of the hub. There was no report of patient impact. The following information was provided by the initial reporter:

Manufacturer narrative:
H.6. Investigation summary: it was reported the needle fell out of the hub and needle would not puncture through rubber stopper. To aid in the investigation, one hundred five samples were received for evaluation by our quality team. One hundred three samples came in sealed packaging blisters. Two came with no packaging blisters in plastic containers. One plastic container has a needle, the needle hub, and a plastic shield. Another plastic container has a complete needle assembly. First, a visual inspection was performed to the needle assembly that is out of the plastic hub. The needle has white epoxy fifty percent around it. The plastic needle has no residues of white epoxy. No other defects or imperfections were observed to this sample. Next, a visual inspection was performed to the needle assembly in the other plastic container. It has the plastic shield and fifty percent of the white epoxy around it. The epoxy did not flow to the inner area of the needle hub. This is insufficient epoxy. No other defects or imperfections were observed to this sample. Finally, a visual inspection was performed to the one hundred three samples in sealed packaging blisters. The application of epoxy, needle points, bevels and etch were good. There was no defective grind, hooks or damaged observed. No other defects or imperfections were seen on these samples. The insufficient epoxy defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing insufficient white epoxy applied to the needles. A device history record review was completed for provided material number 305195, lot number 1210325. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Verification of the cannulator settings was performed. The settings were correct and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.